Event description:
When the boston scientific flexiva trac tip 200 laser fiber was connected to the lumenis 100h laser, the "attach fiber" error appeared. Following further investigation, it was discovered that the black rubber fiber transition adapter was not connected/seated in the green metal laser connection housing.